Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set, liquid leaked and shot onto the nurse's face. There was no report of user impact. The following information was provided by the initial reporter: she went to change the bottle of precedex when the last bottle was almost empty. I spiked the new bottle and squeezed the drip chamber of the IV to fill it up higher and precedex shot out onto my face. I had on goggles and a mask.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-04. H6: investigation summary one sample was received for investigation. The customer complaint of component damage - leak was verified by testing. The infusion set was primed to determine the location of the reported leak. The leak was immediately located at the drip chamber vent. Closer inspection of the leakage location at the drip chamber vent revealed that there are two holes in the vent membrane that allows for fluid to freely pass past the membrane and cause leakage. A device history record review could not be performed because the lot number is unknown. A root cause for the failure could not be fully determined because the reported failure happened after the infusion set was properly working prior to the nurse changing the infusion bottle. After, changing the infusion bottle and squeezing the drip chamber, the nurse noticed that infusion set leaked. The probable root cause for the issue seen in this complaint is that the nurse squeezed the drip chamber too hard causing enough pressure to break through the membrane of the drip chamber vent to burst. The sample was forwarded to the supplier for further investigation of the sample. H3 other text : see h10.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set, liquid leaked and shot onto the nurse's face. There was no report of user impact. The following information was provided by the initial reporter: she went to â¿¿â¿¦change the bottle of precedex when the last bottle was almost empty. I spiked the new bottle and squeezed the drip chamber of the IV to fill it up higher and precedex shot out onto my face. I had on goggles and a mask.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set, liquid leaked and shot onto the nurse's face. There was no report of user impact. The following information was provided by the initial reporter: she went to change the bottle of precedex when the last bottle was almost empty. I spiked the new bottle and squeezed the drip chamber of the IV to fill it up higher and precedex shot out onto my face. I had on goggles and a mask.